Event description:
Patient called lfs in 2004 alleging the meter would not power on while attempting to test. The patient reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the patient. No further information has been reported.